Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On 03-jul-2018. The most recent information was received on 17-jun-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of back pain ('lumbar pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ophthalmic migraine. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), skin disorder ("skin disease"), fatigue ("severe chronic fatigue"), thyroid disorder ("thyroid"), tendonitis ("tendonitis") and insomnia ("insomnia"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, arthralgia, skin disorder, fatigue, thyroid disorder, tendonitis and insomnia was resolving. The reporter considered arthralgia, back pain, fatigue, insomnia, skin disorder, tendonitis and thyroid disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 17-jun-2019: new information from pharmacist: concomitant diseases was reported as ophthalmic migraines. Date of onset of events: time to onset of undesirable effects compared to the insertion of unknown implants.outcome of events: resolution on-going with gradual disappearance of the undesirable effectslot number of essure implants not known. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on 24-may-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of back pain ('lumbar pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), skin disorder ("skin disease"), fatigue ("severe chronic fatigue"), thyroid disorder ("thyroid"), tendonitis ("tendonitis") and insomnia ("insomnia"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, arthralgia, skin disorder, fatigue, thyroid disorder, tendonitis and insomnia outcome was unknown. The reporter considered arthralgia, back pain, fatigue, insomnia, skin disorder, tendonitis and thyroid disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 24-may-2019: case (B)(4) was identified as duplicate of this case (B)(4) by the health authority on 24-may-2019. All the information in the duplicate case are transferred to this case in this follow-up. Reporter and patient information was updated. Patient also experienced tendonitis, severe chronic fatigue and insomnia. Lot number was unknown. Removal of essure was performed on (B)(6) 2018 with bilateral salpingectomy under general anesthesia. Essure sample was not available. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.